Event description:
It was reported that the user experienced hypoglycemia with a blood glucose value of 64 mg/dl, stood up without a walker, fell, then self-treated with oral glucose in the form of soda without requiring medical assistance. Symptoms included low blood glucose and a fall. Outcomes included transient hypoglycemia that was self-managed without hospitalization. Investigation included attempts to obtain additional blood glucose details by follow-up calls. Investigation of this case revealed no device performance issue identified due to insufficient information to link the event to device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.